Event description:
It was reported that the lead was explanted due to increased high voltage lead impedance and short v-v interval counts. Fracture suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Lead fracture in vivo was not confirmed. The shock coil was observed to be fractured but the fracture region did not exhibit any long term smoothing or wear marks that would indicate the fracture occurred in vivo. Internal insulation abrasion under the svc shock coil was noted at 35.8-35.9cm from the connector pin. The etfe coating was intact at this location.